Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, piece of unknown device in use was broken off and retained during surgery. There was alleged abscess and lengthened sickness of the patient reported.